Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. During the eval, the upstream sensor had low fluid numbers. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusions alarms. The failed upstream sensor was replaced.